Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit had minor scratched display window, scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0871 inches. History download was successful using thump and carelink upload was successful. Inserted a test reservoir that was filled to 3 ml. The unit recognized the test reservoir. Units left on the pumps status screen was 295.0 units. The reservoir icon was green on the home screen and on the pumps status screen. No units left anomaly or reservoir icon anomaly noted. The low reservoir alarm was set to 20.0 units. Rewound the pump and inserted another test reservoir. The unit recognized a test reservoir at 47 units. Programmed and delivered test boluses. After the test boluses delivered and there was 20.0 units left in the pumps status screen. The unit properly alarmed low reservoir with 20.0 units left in the pumps status screen. No low reservoir anomaly noted. The unit recognized a 3 ml reservoir and the units remaining in the pump status screen was 295.0 units. The reservoir icon was green. No units left anomaly or reservoir icon anomaly noted. The low reservoir alarm also functions properly during testing. Patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported damage to the insulin pump retainer ring. Troubleshooting was performed and it was reported type of damage is loose retainer ring and location of damage is at the retainer ring. No harm requiring medical intervention was reported. The customer will discontinue using the device and the device will be returned for analysis.